Event description:
The sales rep, (B)(6), reported that the tip of the shaft of the revision screwdriver broke off inside the screw while trying to remove the screw. The surgeon was required to remove the plate with bone nibblers and could not put in another plate due to too much bone having been damaged by pulling the plate and screws out. The surgeon was confident that the modulics cage was held tightly enough by oasys screws inserted posteriorly. Update (B)(6) 2012 - the sales rep, (B)(6), reported via e-mail that surgery time was extended by 15 minutes.

Manufacturer narrative:
Method: complaint history analysis and risk assessment. Results: complaint history analysis: 38 previous records relating to inner shaft tip-deformation. The investigation into past complaints concluded that the failures were the result of user-error. Risk assessment: the broken device fragment was removed with the screw but another plate could not be implanted due to extensive bone damage. The surgery time was reported to have been increased as a result of the failure. The reflex-hybrid screw extractor inner shaft is made of implant grade biocompatible stainless steel to mitigate the risk of broken tips remaining inside the pt should the device break during surgery. Conclusion: a thorough investigation could not be performed due to the unavailable of the implicated device. The instrument failure is believed to be the result of user-error. The surgical technique details that while the reflex-hybrid screw extractor is attached to the screw, pivoting or angulation of the instrument should be avoided, as it can cause bending or breakage of the inner shaft. The rate of failure and related severity are within thresholds levels.